Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for a generator change procedure with a dislodged left ventricular (lv) lead. Upon interrogation, the lv lead exhibited loss of capture. Fluoroscopy was taken to confirm the dislodgment. The lv lead was explanted. The patient was stable throughout.